Manufacturer narrative:
Section h3: additional information. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 7 months 4 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient presented to the clinic with symptoms of anemia, fatigue and dizziness upon standing for the past two weeks. It was thought to be gi bleeding. A gi team was consulted and they performed a capsule endoscopy which revealed no blood in the small bowel and no significant mucosal lesions. Since capsule study was unremarkable gi decided to do an egd/colonoscopy on (B)(6) 2019. The study did not reveal any bleeding, but did reveal a hiatal hernia, many diverticula were found in the sigmoid colon that were non bleeding. Gi did not feel patient needed to follow up at this time. Patient was transferred one unit of packed red blood cells and started on IV ppi. Maps remained stable in 70-80 range. Asa and coumadin were held. No vad alarms noted. Patient was discharged in stable condition. No additional information was reported.